Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2014 to replace his generator and lead due to lead discontinuity. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Analysis of internal generator source code data. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Date of event, corrected data: analysis of internal generator source code data showed event occurred on (B)(6) 2013.

Event description:
Analysis of the explanted generator and lead was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the explanted condition, there were no additional performance or any other type of adverse conditions found with the pulse generator. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2013. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations. Note that since the connector pin / connector ring section (with small front o-rings and connector boot o-rings) including the electrodes was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
The nurse reported that the patient was seen in clinic on (B)(6), 2013 and the vns generator was found to have high lead impedance. The patient denies any trauma or bumping the device at the time, and states that he feels the charge. The nurse stated that the vns device is working properly and the patient is doing fine otherwise. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m302-20:(B)(4) lead passed all functional tests prior to distribution. Follow up with the site found that two x-rays were taken and the lead appeared intact, so the x-rays were negative. The vns device was not programmed off to 0ma, but the patient will be re-assessed at the next office visit. No other information was provided. The exact diagnostics were not given.

Event description:
It was reported that the patient was referred for lead replacement surgery with generator replacement. Surgery is likely, but has not occurred to date.